Event description:
It was reported that through remote transmission, post-paced t-wave oversensing episodes were observed on a stored egm. Programming changes were made and further testing was recommended. The asymptomatic patient was stable before and after the event.